Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device was received with note saying air in line sensor so replaced pressure transducers along with a ail sensor and basil kit. The bezel kit was damaged and would cause a motor stall error. The pressure transducers were the original pressure transducer and the ail sensor was damaged. There was no patient involvement.